Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 4 of 4: it was reported while using microtainer® k2e blood collection tubes, 1 sample clotted. There was no health impact or consequences reported.